Event description:
The customer reported that the system made a popping noise and displayed an overload fault error message. This error message is likely to shut the system down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver and snubber board assembly were replaced. Additionally, a generator and filament calibration were performed. The system was then found to be operating as intended.